Event description:
A hospital reported "some" patients allegedly experienced skin tearing with the use of the 3m¿ red dot¿ repositionable monitoring electrode, 2670-3. The electrode leads are reportedly difficult to remove after a short duration of use, even with the use of an adhesive remover. No medical intervention was reported.

Manufacturer narrative:
B3: date of event: not provided. D4: lot number & expiration date: not available. H4: manufacture date: not available. Product sample was not returned to 3m for analysis. Without a sample available, it is not possible to evaluate the sample for any defects or perform any tests to determine if the electrode met specification. 3m¿ cannot determine the exact root cause of the alleged injury or whether the 3m¿ red dot¿ repositionable monitoring electrode was the root cause. The instructions for use states, 3m¿ red dot¿ repositionable monitoring electrodes are disposable and may be safely worn up to 3 days which may vary depending on skin condition and environmental factors. The 2670 electrode has adhesive that is more aggressive than the 2660 and should be used if the level of adhesion of the 2660 is too low for a particular patient or clinical application. To minimize skin trauma during electrode removal, pull up slowly and gently from the tab or the edge of the electrode.